Event description:
The clinical manager reported to baxter technical services one meridian hemodialysis instrument in which air embolism/micro bubbles were detected during patient use. Patient had some shortness of breath and treatment was discontinued. Patient was given oxygen and put on their left side with their head lowered. Patient stabilized and continued treatment with a new machine approximately 30 minutes later without further complication. No further information is available at this time.